Manufacturer narrative:
(B)(4). The customer returned one product lidstock and half of a peel-away sheath for evaluation. Visual examination revealed the sheath had been completely torn and the other half of the sheath was not returned. The returned portion did appear to be torn along the tear line of the sheath body. The total length of the sheath body measured to be 2.75" which is within specifications of 2.625"- 2.875" per product drawing. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with the kit instructs the user , "thread tapered tip of peel-away sheath/dilator assembly over guidewire. Grasping near skin advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to further facilitate advancement of sheath into the vessel. A slight twisting motion of the peel-away sheath can help advancement. Check sheath placement by holding sheath in place, withdraw guidewire and dilator sufficiently to allow venous blood flow. Holding sheath in place, remove guidewire and dilator as a unit. Insert catheter through peel-away sheath. Retract and/or gently flush while advancing catheter if resistance is met. Withdraw peel-away sheath over catheter until free from venipuncture site. Grasp tabs of peel-away sheath and pull apart, away from catheter, until sheath splits down entire length." The customer report of a sheath tearing incorrectly was not able to be confirmed by complaint investigation of the returned sheath. Only one half of the sheath was returned, and it appeared to be torn along the tear line of the sheath body. A device history record review was performed with no relevant findings. Based on the sample received, a root cause could not be assigned without the other half of the sheath returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during removal of the peel-away sheath, the "two tearable sheaths did not tear properly" and "remained stuck together". Then one of the sheath tabs broke and "it was impossible to make another try to peel away the sheath". It was reported there was a delay in therapy without consequence for the patient and another kit was used. The patient's condition is reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during removal of the peel-away sheath, the "two tearable sheaths did not tear properly" and "remained stuck together". Then one of the sheath tabs broke and "it was impossible to make another try to peel away the sheath". It was reported there was a delay in therapy without consequence for the patient and another kit was used. The patient's condition is reported as "fine".